Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Additionally, it was reported that the cartridge was leaking from an unknown location. As well, as that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 240 units of insulin. Customer changed multiple cartridges to resolve the issues. Customer¿s blood glucose level was 135-140 mg/dl.